Event description:
The facility reported a colleague infusion pump with a power failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). Corrected data: after further investigation by the quality engineers it was determined that the reported condition of "power failure" was due to failure code 38:309. There was no repair necessary to correct this condition. The reported condition of this complaint has been assessed for reportability using the device vigilance assessment document (dvad) (B)(4) and is now determined non-reportable.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a malfunction of "power failure" was confirmed as failure code 38:309 during product evaluation. This condition was not reproduced. The root cause of this condition was a software failure. No repair was necessary to correct this condition. A device history record review was performed, and it was found that during manufacture the pump failed '4:311' message. Ui pcba was changed & pump passed subsequent testing. Should additional information become available, a follow-up medwatch will be submitted.